Manufacturer narrative:
(B)(4). Evaluation, results: inherent risk of procedure (endoleak, migration), patient¿s condition affected effectiveness of device (anatomy related; disease progression with aortic neck dilatation); evaluation, conclusion: device failure/lack of effectiveness related to patient condition (anatomy related; disease progression with aortic neck dilatation).

Event description:
An aneurx stent graft system was implanted for the endovascular treatment of an abdominal aortic aneurysm. Vessel morphology from the time of implant is unknown. Currently, the vessel morphology was reported as there was disease progression with aortic neck dilatation and elongation. Currently, the aneurysm is 5.8 cm in diameter. It was reported that a recent CT revealed that the aneurx stent graft has migrated 8-9 mm distally with a type I endoleak. The physician will monitor the patient. No additional clinical sequelae were reported and the patient is fine.